Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the lights on the device flickered then the unit would shut down while the disposable was cutting the tissue poorly. The same device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2013-05992, 2210968-2013-05993, and 2210968-2013-06492. The same patient is represented in each medwatch.